Manufacturer narrative:
Initial reporter information not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that exams were being lost on this system. Exams were downloaded from electronic picture archiving and communication systems (pacs) and migrate completely. The system is then shut down for transport to the or, and when it is booted back up the patient's name is still there but the exams are not present. Site has not tried to redownload exams, instead move to the other system on site. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that about 200 exams were erased off the machine and the issue resolved.